Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure re-intervention occurred. The target lesion was located in the circumflex artery (cx). The target vessel reference diameter was 2.7mm and the lesion length was 10mm. Pre-procedure stenosis was 100% and post-procedure was 0% stenosis. A 2.75x12mm liberte was implanted. No information if direct stenting was attempted. The procedure was a technical success. Due to angiographic stenosis 5 days post index procedure, the patient underwent re-ptca in the target lesion. Stenosis estimation was 99% visual. The patient was discharged 12 days post index procedure with documented silent ischemia. Discharge medication included asa 100mg/daily and clopidogrel 75mg/daily for 6 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.